Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.